Event description:
It was reported that the patient presented with a diagnosis of acute arterial occlusion of the left leg with a septate like haziness of the proximal graft and proximal segment of the distal superficial femoral artery stent. Balloon dilatations at the distal sfa stent with a 5.0 x 40 mm fox sb balloon dilatation catheter (bdc) and 6.0 x 40 mm non-abbott bdc and a 300 cm ht-connect guide wire were performed without noted issue. It was noted that the guide wire was removed with some resistance; outside the anatomy the guide wire was soaked in saline and it was noted that the green coating was peeled. None of the coating remained in the anatomy. A second guide wire and additional balloon dilatations were performed to complete the case, although final angiogram revealed good distal flow there was some residual lesion haziness seen. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.